Manufacturer narrative:
Concomitant medical products: dtba1d1crt-d, implanted: (B)(6) 2017 and 6996sq58 lead, implanted: (B)(6) 2017.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.